Event description:
Cervical left internal carotid artery dissection at site of walrus balloon guide catheter inflation with contrast pooling in false lumen, creating fusiform dilation and requiring antiplatelet use (aspirin) to prevent thromboembolism. This occurred after mechanical thrombectomy for intracranial large-vessel occlusion (left middle cerebral artery occlusion). 95-cm 8f walrus bgc.